Event description:
The patient was on levophed @ 0.2 mcg/kg/min. Without warning, the alaris IV pump turned off and displayed a red warning message about an error on the central pump brain. The levophed was infusing in a channel to the right of the brain which had a single channel. There were two other channels/medications infusing to the left of the brain which were reportedly unaffected. The patient's mean arterial pressure dropped into the 50's. The nurse was able to touch a button on the pump (doesn't recall which button) and the infusion started up again without the nurse disconnecting any channels. Reportedly, the blood pressure improved after restarting the levophed but at some point shortly after that, the patient suffered a cardiac arrest and expired.